Event description:
Litigation papers allege: in (B)(6) 2006, patient was implanted with a depuy asr hip. In (B)(6) 2008, patient began experiencing symptoms, such as discomfort, squeaking, pain, and soreness, which in turn negatively affected her ability to walk, move, and sleep. Additionally, it is alleged that metal on metal abrasion put patient at risk for metallosis, due to metal particles remaining in her body. In december 2008, patient underwent revision surgery.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.